Event description:
It was observed that during the device evaluation, the cysto nephro videoscope exhibited a chipped and scratched objective lens. It also exhibited a misaligned biopsy port rubber. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, it is likely stress and degradation problems that caused the malfunction. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.